Event description:
This lead was implanted on (B)(6) 2012, lead showed no slack on chest x-ray. The physician repositioned the lead under fluoroscopy adding slack. Patient tolerated procedure well. The physician was dr. (B)(6) at (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).